Manufacturer narrative:
Device not returned to bme.

Event description:
Patient underwent hammertoe correction procedure in 2012. At routine follow-up (date unknown), x-ray revealed that two implants had broken. Patient has not required revision surgery, nor removal of broken implants. If additional information pertinent to this incident is obtained, a supplemental report will be submitted.